Event description:
Customer reported via phone call to have been hospitalized on june 07, 2015 with blood glucose of 488 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer had symptoms of thirst, body pain, dry heaving, hallucination and vomiting. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed for high blood glucose. Insulin pump did not have air bubbles and cannula was not bent. Insulin pump passed high pressure test. Customer reported of not feeling safe with insulin pump and requested for insulin pump to be replaced.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/ no delivery, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.